Manufacturer narrative:
Additional information was requested and received from the local boston scientific sales representative who stated this patient was implanted with a dual chamber device and there are two leads implanted. Furthermore, the representative stated he has not been informed of any system issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated she had only one lead implanted and does not know if it works. This lead remains in service. No adverse patient effects were reported.